Manufacturer narrative:
Date of event is unknown. Initial reporter email: (B)(6).

Event description:
It was reported that the laser light of the fiber came through the damage coating. No further information is available.

Manufacturer narrative:
Date of event is unknown. E1 initial reporter email: (B)(6). The device was returned for analysis. Visual examination with magnification showed some devitrification through the output window and detritus on the tip, normal signs of use. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Product analysis was unable to confirm any deviations or malfunctions with the device. The device history record (DHR) confirmed that the device met all material, assembly, and performance specification. The instructions for use was completed and did not reveal any evidence of device misuse, off label, or failure to follow instructions. Based on all available information and objective evidence from product analysis, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that upon the first fiber use, the laser light came through the damaged coating on the side of the fiber. There were no patient consequences in relation to this event.